Event description:
Boston scientific received information that during device changeout, this pacemaker and a brady lead exhibited atrial pace impedance measurement less than 200 ohms. However, the lead tested normal on a pacing system analyzer (psa). This pacemaker was explanted and replace for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.